Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure, after firing the device, the staples did not form and the cartridge fell out in the pt. The cartridge was retrieved. The pt is fine, but still in the hospital.